Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that right after the surgery needed a catheter for an excess of a week and after the catheter was removed the first three days were great however then symptoms changed. Reviewed therapy information. Patient said that at today's appointment the surgeon checked incision site and was told that it looked good. Patient said has post out patient appointment scheduled for november 26th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was receive from health care professional (hcp). It was reported that patient did not experienced urinary retention prior to the device. Their retention had not worsened as a result of the device or therapy. They mentioned that they saw patient at their 6 week post -op check and they were doing great. It was reported that manufacturer's device, therapy or nuance unique to the manufacturer device procedure causal had not contributed with respect to the patient need the catheter for a week following implant. They mentioned that patient had [illegible] sling at the time of manufacturer device placement, which they suspect contributed to the patient's urinary retention. The catheter being maintained for a week following device implant was not expected nor a part of the intended plan of care. The current status of the device was implanted and working very well for the patient. The catheter was no longer required. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.